Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or whether the endoscope was used for a procedure with the foreign material attached to it. The customer flushed the air/water nozzle with water and air; immersed the endoscope in the detergent solution; wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges; and flushed the air/water nozzle with the detergent solution. Based on the results of the investigation, it is not possible to establish the root cause the event can be detected and prevented in accordance with the following instructions for use (IFU) which state: -detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. -preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: due to a crack on suction connector, water tightness was lost, due to deformation of flexibility adjustment ring, water tightness was lost, adhesive around light guide lens was peeled, objective lens had a scratch, forceps channel port was shaved, protector of universal cord on suction connector side had a scratch, scope connector cover unit had a scratch, paint on suction cylinder was peeled, forceps elevator lever had a scratch, free-engage knob had a scratch, upward/downward angulation control knob had a scratch, right/left knob had a scratch, flexibility adjustment ring had a scratch, switch box has a scratch, scope cover had a scratch, suction connector had a scratch, universal cord had a wrinkle, universal cord had a scratch, suction cylinder was shaved, the grip had a scratch, control unit had discoloration, control unit had a scratch, due to clogging of nozzle, water removal ability did not meet the standard value, adhesive on bending section cover had a chip, due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, plastic distal end cover had a scratch, and the connecting tube had a scratch. The customer did not clean, disinfect, and sterilize the device before sending it to olympus, but they will be implementing. There was a delayed in the start of precleaning, it was not implemented. The air/water nozzle was flushed with water and air. No abnormalities were observed in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponge. The air/water nozzle was flushed with the detergent solution. There are no other concerns/problems with any other scopes. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the colonovideoscope had an air leak from the connector. The device was returned for evaluation. During there was a foreign object found in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.